Event description:
A site rep reported that while in a cranial procedure, the system exited back to the log-on screen during the case. The surgery was completed with the use of the stealthstation tria navigation system. There was no impact on the pt outcome.

Manufacturer narrative:
Pt info was not available at the time of this report. Device MFR date not available. Site eval and software eval performed. Booted system and performed system check including registration and navigation on resin head. System remained in navigation mode for over an hr without incident. Completed software investigation finds files pointed to a possible issue with the verification or reloading of tools.